Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (made a popping noise, won't power up) has been confirmed. Upon investigation the monitor was unable to power up. High-voltage capacitor c22 was found to be fractured from the defibrillator board. The fractured capacitor caused a misdirected pulse during capacitor charging, which damaged the monitor c/a and defibrillator boards and prevented the monitor from powering up. The root cause for the broken lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the broken lead on c22. The pt received a replacement monitor.

Event description:
The daughter of an (B)(6) female pt called zoll customer support to report that the pt's monitor made a popping noise and stopped working. The pt was issued a replacement monitor.